Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits mild devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. In addition, analysis identified the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed failure. Analysis of the returned fiber did not identify a physical break/detachment of the fiber body/parts. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber tip broke at 138,011 joules and 14:31 minutes of use. The procedure was completed with a second fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber tip broke at 138,011 joules and 14:31 minutes of use. The procedure was completed with a second fiber with no clinical consequences to the patient.